Event description:
It was reported the device had a bubbled downstream occlusion seal. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown.

Manufacturer narrative:
One device was received for evaluation. Visual inspection revealed the device dso seal was bubbled, and the lens was scratched. Functional testing was performed, and the reported issue was able be replicated. The root cause was determined to be unknown. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.